Event description:
(B)(4). I was having severe allergic reaction to the nickel that essure is made of. I was breaking out in rashes/ hives all over my body. I ended at the emergency room due to hives going into my eyes. Over time my body just started shutting down. My immune system was horrible. Parts of my body started shutting down. I started going to my doctor within the first year of having essure done and I was complaining about issues I was experiencing but he insisted that it couldn't ever be essure, so instead he told me that I was pre menopausal..... I was only (B)(6) old!!!!!!!! It took me 5 years before I finally found a doctor to listen to me and help me. I was only suppose to have the essure removed but when I got into surgery I was bleeding to bad so I had to have both of my fallopian tubes removed. Essure costed me parts of my life that I will never get back or time I've had to take off from work!!! Essure ended up being two surgeries !!!!!